Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched or requested in this event. The customer performed repairs by tightening the reagent probe b tubing which resolved the issue. No signs of errors or leakage were detected. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an error message indicating "cts-cc cuvette not dry before first reagent dispense", and there was a leak which came from the reagent probe b tubing on the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.